Event description:
This is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On an unreported date, the patient received flucanazole tablet 150mg daily, fortum injection 1gm daily ip and reflin injection 1gm daily ip. The root cause of the peritonitis was unknown. It was unknown if the peritonitis resolved. Dianeal pd2 ultrabag was ongoing. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.